Manufacturer narrative:
(B)(4). Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that the catheter was stuck in stent. The target lesion is located in the mildly tortuous artery. An opticross¿ was selected for use. During the percutaneous coronary intervention, a non-bsc balloon catheter was used during pre dilation. A non-bsc stent was implanted then performed ivus using opticross¿. Upon removal, the opticross¿ was stuck in the stent and was unable to be retrieved. The opticross¿ was retrieved by pushing using guidezilla as monorail. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the unit has catheter damage (detached in the telescope assembly) and the catheter returned without the proximal strain relief. A damage was observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck in stent. The target lesion is located in the mildly tortuous artery. An opticross¿ was selected for use. During the percutaneous coronary intervention, a non-bsc balloon catheter was used during pre dilation. A non-bsc stent was implanted then performed ivus using opticross¿. Upon removal, the opticross¿ was stuck in the stent and was unable to be retrieved. The opticross¿ was retrieved by pushing using guidezilla as monorail. The procedure was completed with this device. No patient complications were reported.